Manufacturer narrative:
Product analysis: at analysis it was determined that the stylus pen tip was broken and not functional and that the touchscreen display malfunctioned at the lower middle part where two lines would not respond to the stylus pen. It was noted that the printer drawer was missing parts, the keyboard space bar was missing, the right lower bullet was missing, and the upper bullets were worn. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer was returned with no information and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.